Manufacturer narrative:
(B)(4). Citation date is unknown; captured as awareness date of (B)(6) 2021. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot number has not been provided.

Event description:
It was reported via journal article: title: linx anti-reflux surgery-medium term outcomes (2-5 years). Author: yasmin tabbakh, lavanya varatharajan, elizabeth rajiah, richard newton and dhiren nehra. Citation: op th 1.5. Doi: not reported. This study presents the results of linx (ethicon) as a new laparoscopic anti-reflux titanium implant that is an alternative to laparoscopic fundoplication. Between december 2012 to october 2016, 54 patients (male n=24, female n=20, ages between 22-77 years) underwent laparoscopic linx (ethicon) implantation. Transient dysphagia (n=33), unsatisfied/very unsatisfied with their present condition (n=7) and had their devices removed (n=2) were reported. Two patients had endoscopic dilation for dysphagia. Laparoscopic linx offers a safe and effective option to treat reflux disease with a high patient satisfaction rate.